Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime/compromised force sensor system and displacement tests. The unit was received stuck in a motor error loop during bolus/basal delivery. The motor position encoder error alarm could not be confirmed due to an erased history file. The motor was tested outside the device and passed; it may have had an intermittent failure that was not detected during our testing. The unit received with cracked case at display window corners and battery tube threads, along with a scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed no delivery during bolus. The patient's blood glucose at the time of incident is unknown. The device also alarmed motor error during the rewind process. The insulin pump was returned for analysis.